Event description:
It was reported that this right ventricular (rv) lead exhibited a spike in the pacing impedance on (B)(6) 2021 from 300 to 800 ohms range and has stayed in that range since then. The rv shock impedance appears to be stable. In addition, the patient underwent defibrillation threshold (dft) test on (B)(6) 2021 after there was a ventricular fibrillation (vf) event with some undersensing due to very low amplitude signals and there were no noise or stored events since the dft test was performed. The patient is not rv pacing dependent. Then, on (B)(6) 2021 the physician made the decision to implant a new device in the patient and abandon the rv lead and the implantable cardioverter defibrillator (ICD) due to the spike in impedance exhibited by the rv. The cause of the pacing impedance spike on the rv lead is remains unknown at this time. The new device system was implanted on the right side and it remains in service. No additional adverse patient effects were reported.